Event description:
It was observed that during the device evaluation, the colonovideoscope lens guide had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: air/water cylinder has no color; suction cylinder has no color; control unit had a crack; scope cover had a crack; grip is shaved; switch1 had a cut; flexibility adjustment ring has a scratch; switch box has a dent; plug unit had a scratch; scope cover unit is deformed; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; image guide protector is damaged; objective lens has a crack; lens guide lens had a crack; light guide lens had foreign objects; bending tube is deformed; adhesive on bending section cover or distal sheath rubber had a crack; connecting tube has stain; connecting tube has a wrinkle; connecting tube has a scratch and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacturer reviewed the customer-provided cleaning disinfection and sterilization (cds) processes; no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation the adhesion of the material to the light guide lens was confirmed, however the root cause of the foreign material could not be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.